Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported scan reading of 11 mmol/l with the freestyle libre sensor, which she stated was "lower than normal". The customer was experiencing thirst and vomiting, and self-presented to a hospital. A healthcare meter result of 27.9 mmol/l was obtained and the customer diagnosed with diabetic ketoacidosis. The customer was treated with insulin, potassium, and magnesium via IV, and gravol and pentaloc. There was no report of death or permanent injury associated with this event.